Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The single-site fenestrated bipolar forceps instrument was analyzed and found to have a broken distal clevis at both the base and ears of the clevis. The broken piece was not returned, measuring roughly 0.2645¿ x 0.2280¿ in size. Clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis did not show damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: it looks like the distal clevis ears are broken on both sides and one side is missing the ear. Root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument. No further escalations required for the image review.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the single-site fenestrated bipolar forceps instrument was found to have the plastic part at the tip broken. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that no fragment(s) falling inside the patient. No known impact or patient consequence was reported.